Event description:
A hospital reported that the expiratory limb of an rt200 adult breathing circuit was not heating. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. Method: the electrical resistance of the heater wire in both the inspiratory and expiratory tubes of the rt200 breathing circuit was tested using a multimeter. Results: the expiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check could not be performed as no lot number has been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide of 26 ppm in the last year to october 2008.